Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen and had no power. A field service engineer (fse) isolated the issue to the auxiliary drawer 1.1/1.2. Using a meter, the fse determined that the drawer controller was defective and replaced it. The fse also verified that all drawers functioned properly in diagnostics. Customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen and was not booting up, showed as offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.